Manufacturer narrative:
H10 additional manufacturer narrative, corrected data: initial report inadvertently did not include the following statement: h3. Device evaluated by MFR?, code 81: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
Clinical study patient was reported to have an infection. The generator was explanted due to the infection. The physician assessed that the infection was due to the implant procedure. Design history records were reviewed for the generator and lead. Both devices were confirmed to be hp sterilized prior to distribution. Both products passed all specifications prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.